Manufacturer narrative:
Adverse event or product problem was incorrectly reported as an adverse event instead of a product problem. Type of reportable event was corrected for alignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 525mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that a motor stall was seen at interrogation on (B)(6) 2018. The patient did recently have an MRI. The patient had an MRI on (B)(6) 2018 when the motor stall occurred and "stop pump period may exceed tube set" message was seen on (B)(6) 2018. Motor stall recovery had not occurred. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that all the nurse had to do was read the logs and she saw a recovery. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.